Event description:
Allegedly, femur fracture was repaired with plate and a new head was implanted components not revised: product ID: dspcgd52; product: dynasty® pc shell 52mm group d lot#:1653760. Product ID: dlxpgd36; product: dynasty® a-class® 36mm std lot#:1643153.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.